Manufacturer narrative:
Note: the medical device problem code and investigation conclusions have been updated based on the additional received. Based on the performed analyses, it is possible to exclude the relationship between the reported coaptation issue and the returned device quality. It was reported that the patient's annulus size was 27 mm. Based on dimensional considerations, both the perceval valve and the carbomedics top hat mechanical prosthesis implanted as replacement device were undersized for the reported patient annulus diameter. It is not known to the manufacturer if peculiar anatomical factors could have contributed to the undersizing of the selected prostheses.

Event description:
The manufacturer was notified of a perceval plus size l valve explant occurred about 8 hours post- implant. As reported, post-operatively it was observed that one of the leaflets was not completely coapting, showing a central gap which led to valve insufficiency in the form of central leak. No diagnostic images were shared with the manufacturer for analysis. Reportedly, due to the detected insufficiency, the perceval bioprosthesis was removed and replaced with a carbomedics top hat size 21 mechanical valve. As per additional information received, the patient passed away after the reoperation. It was reported that the involved patient was very complicated, with a clinical history which included stenting of the rca and cx arteries performed one year before the perceval implant. As reported, at the pre-operative assessment the stents were evaluated through coronary angiography and were found patent. The following preoperative echocardiographic values were measured: aortic valve area (ava) 1 square centimeter with a mean gradients of 46/25 mmhg, severe mitral regurgitation (mr) for 2-3 months, tricuspid regurgitation grade 2 (tr), pulmonary artery pressure (pap) of 45 mmhg; ef was 45%. According to further information received, the patient annulus size was 27 mm and it was confirmed that the top hat mechanical valve was positioned supra-annularly.

Manufacturer narrative:
A complete manufacturing and material records review for the sutureless valve pvf-l involved in the reported event has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. In particular, the steady flow test performed at the time of production and release did not reveal any anomalies in relation to the opening and closing of the valve. The involved prosthesis was returned to the manufacturer for analysis and it was received in good storage conditions. After decontamination, the valve was visually inspected without detecting macroscopic anomalies and/or pre-existing defects according to specifications, except for a slight distortion which was observed in the anchoring of the outer surface of one of the posts to the metal stent. Since this is limited to the external portion only, without any involvement of the internal functional pericardium, it cannot cause alterations in the coaptation behavior and overall functional performance of the valve, and can be considered an aesthetic defect. A dimensional analysis was performed, including a verification of the leaflets height, and the valve was confirmed to be compliant with the specifications. To assess any possible coaptation issues, a hydrodynamic testing was performed on the returned prosthesis. The effective orifice area (eoa) at 70 bpm, 5.0 l/min of cardiac output and mean backpressure of 100 mmhg was 2.61 cm2, above the iso 5840:2021 minimum requirement of 1.45 cm2. For a cardiac output of 5.0 l/min and mean aortic pressure of about 100 mmhg, the regurgitant fraction was 3.1 % , which is below the requirement of iso 5840:2021 (rf% < 15%) for a prosthesis of equivalent tad. No abnormalities were observed during the opening and closing phases under normotensive conditions. Under hypotensive conditions a partial valve opening was detected while no coaptation issues were identified, thus excluding any possible correlation of the complained valve behaviour (coaptation issue) with the quality of the returned prosthesis. Based on the performed analyses, it is possible to exclude the relationship between the reported coaptation issue and the returned device quality. It was reported that a carbomedics top hat size 21 mechanical prosthesis was implanted as a replacement valve. Based on dimensional considerations, a top hat size 25 or 27 should have been implanted to match a patient's annulus compatible with a perceval plus size l. As such, it remains unclear wether an oversizing of the perceval valve was inadvertently performed. In any case, according to the manufacturer's experience, this wouldn't have led to the reported central gap which remains unexplained based on the information provided. Should further information be received in the future, a follow up report will be provided.

Event description:
The manufacturer was notified of a perceval plus size l valve explant occurred about 8 hours post- implant. As reported , post-operatively it was observed that one of the leaflets was not completely coapting, showing a central gap which led to valve insufficiency in the form of central leak. No diagnostic images were shared with the manufacturer for analysis. Reportedly, due to the detected insufficiency, the perceval bioprosthesis was removed and replaced with a carbomedics top hat size 21 mechanical valve. As per additional information received, the patient passed away after the reoperation. It was reported that the involved patient was very complicated, with a clinical history which included stenting of the rca and cx arteries performed one year before the perceval implant. As reported, at the pre-operative assessment the stents were evaluated through coronary angiography and were found patent. The following preoperative echocardiographic values were measured: aortic valve area (ava) 1 square centimeter with a mean gradients of 46/25 mmhg, severe mitral regurgitation (mr) for 2-3 months, tricuspid regurgitation grade 2 (tr), pulmonary artery pressure (pap) of 45 mmhg; ef was 45%.

Event description:
The manufacturer, was notified of a perceval plus size l valve explant. That occurred, one day post implant. Reportedly, an insufficiency was detected post operatively. And the perceval bioprosthesis was removed and replaced with a mechanical valve.

Manufacturer narrative:
A complete manufacturing and material records review for the sutureless valve pvf-l sn#: (B)(6), involved in the event was performed. The results confirmed, that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacturer is following up with the site to retrieve additional information on the event and the device involved. A follow up report will be submitted upon receipt of additional information or completion of testing on the returned device. H3 other text: device received. Investigation is on-going.